Event description:
Pt was undergoing a right anterior cruciate ligament repair. Upon removal of the cautery pad the pt had a first degree burn on the right flank with small areas of 2nd degree burns. Preliminary eval by the hospital's clinical engineering dept. Shows a loose tension on the return electrode connection and a possibly faulty/intermitent alarm system.